Manufacturer narrative:
The patient's meter and remaining test strips were provided for investigation where they were tested with retention controls. The test strips and vial showed no detects. The meter appeared undamaged and clean on the outside. Testing results (qc range = 2.6 - 3.2 inr): qc 1 3.0 inr, qc 2 3.0 inr, qc 3 3.0 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received an erroneous result for one patient testing with coaguchek inrange meter serial number (B)(4). A sample from the patient was tested in the laboratory using the werfen method, resulting with a value of 4.33 inr. Within 7 hours, a sample from the patient was tested using the meter, resulting with a value that was greater than 7 inr. The patient could not recall the specific meter value. Upon review of the meter memory, the patient had a result of 6.4 inr at 18:23 on (B)(6) 2019. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 5 - 6 inr as understood by the initial reporter. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 381237) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.